Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: an analysis was performed on the picture provided by the customer. According to the picture, it shows a graphic on the carto 3 screen. It can be observed that there is noise on the electrodes. Customer complaint was confirmed. However, it is s not possible to determine the root cause of the failure. The returned device was visually inspected and it was found that there was an apparent bent ring. A second closer visual inspection was performed and it was found that there was an electrode lifted. Then, an electrical test was performed and all values were under specification without errors observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the interference/noise cannot be duplicated during the product investigation. However, the electrode lifted could be related to the reported issue. The root cause of the electrode lifted cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure but this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster, inc. Product analysis lab identified a bent and lifted ring. Initially, it was reported that during the procedure, the catheter had much interference/noise. A second catheter was used to complete the procedure. There was no patient consequence reported. The noise issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and identified on (B)(6) 2020 that a ring at the distal tip appeared bent and lifted. During a second closer inspection, this damage was confirmed. This returned condition was assessed as a MDR reportable issue. The awareness date for this reportable lab finding is (B)(6) 2020.